Event description:
It was reported to manufacturer that high lead impedance had resulted from a system diagnostic test performed on the vns patients' device. Attempts to obtain additional information from the treating physician have been made, but have been unsuccessful. Review of the programming and diagnostic history for this patient's device was performed, and revealed that a normal mode test performed in 2005 resulted in high lead impedance. The next successful diagnostic test recorded was a system diagnostic test performed in 2007, and revealed high impedance again. The device was not disabled during this time. The patient subsequently had surgery where both the lead and generator were replaced. During surgery, it was observed that there was fluid present in the lead. The lead and generator have been returned and analysis is pending.

Manufacturer narrative:
Analysis of programming and diagnostic history. Conclusions: device failure is suspected, but did not cause or contribute to death or serious injury.